Manufacturer narrative:
The unit was returned to us because the switch would not turn on. Upon investigation, it was discovered that the power cord has been pulled away from the circuit board in a way that could have exposed the user to bare wire. The switch supplier has implemented several CAPA projects to improve the overall quality of the switch. Internal testing shows that an excessive force (as in getting the cord caught in a mechanism) is required to pull the wires from the circuit board.

Event description:
The unit was returned because the switch would not turn on.